Event description:
Pt underwent posterior spine fusion t4-s1 in 1997 with variable axis screws, locking rings, collars, connectors and hard rods along with bone graft. X-ray taken in 1998 showed bone mass developing and some loosening of the two lower screws in the sacrum. X-ray 2 months later also showed some loosening in the fixation. X-ray 4 months later found no change in the hardware. X-rays in 1999 shows 2 lower sacral screws loosening. During revision surgery for pseudoartrhosis l5-s1 3 months later, the lower screws at s1 were removed and replaced along with bone graft mixture of auto and allograft cancellous bone as well as bone gel - 40cc's in both sides.